Event description:
As reported by the user facility: on (B)(6) 2022, the operation of the patient was normal and close to the end. The wound was rinsed with liquid wound dressing under prandtl endoscopy. The patient's heart rate suddenly increased and blood pressure decreased. The surgeon was urgently informed to stop the operation and ask the superior for instructions. Considering anaphylactic shock, vasoactive drugs such as suprarenal adenosine were immediately applied. The hemodynamics of the patient gradually stabilized and the patient returned to normal after the operation, pull out the endotracheal tube and return to the ward. Hospital: (B)(6) hospital. Sample and picture not available.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticatia) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." Batch document review showed no deviations during manufacturing. (B)(4). No negative trend can be observed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.